Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a hardware failure. Patient was advised to restart device. Dexcom has issued an rga for patient to return their device to be investigated. At the time of the call, patient reported being fine.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.